Manufacturer narrative:
The device serial number, manufacture date and expiration date originally provided were incorrect. The correct information has been entered into sections.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Although it cannot be confirmed, per the implanting physician the large diameter of the native aortic annulus in combination with an area of bulky calcification may have caused or contributed to the event. Fair image intensifier angle may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve via a transapical approach, on tee severe paravalvular leak (pvl) was noted at an area of bulky calcification. A second 26mm sapien valve was deployed slightly more ventricular than the first sapien valve, which reduced the pvl to moderate. The medical team deemed the moderate pvl acceptable and the patient was noted to be in stable condition post procedure. The native aortic annular diameter was 24mm by tee and 24mmx29mm by CT. The native aortic valve and root were severely calcified. The image intensifier angle was described as fair. The coaxial alignment of the valve and delivery system was described as good. During deployment, ventilation was held and there was no loss of pacing capture. The sapien valve was positioned and implanted in a 50:50 position across the native aortic annulus. Per the implanting physician, the perceived cause of the pvl was the large diameter of the native aortic annulus in combination with a significant chunk of calcium.